Event description:
It was reported that this device was suspected of exhibiting premature battery depletion behavior. A decrease in the estimated battery longevity was observed between follow-up visits. The most recent estimated battery longevity is showing 3.5 years remaining. This device currently remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available, a supplemental report will be provided.

Event description:
It was reported that this device was suspected of exhibiting premature battery depletion behavior. A decrease in the estimated battery longevity was observed between follow-up visits. The most recent estimated battery longevity is showing 3.5 years remaining. This device currently remains implanted and in service. No adverse patient effects were reported. Additional information: further information was provided from the field representative indicating that this device still remains implanted, and that the patient has not yet had a follow-up visit since the premature battery depletion was observed. Should additional information become available, a supplemental report will be provided.

Event description:
It was reported that this device was suspected of exhibiting premature battery depletion behavior. A decrease in the estimated battery longevity was observed between follow-up visits. The most recent estimated battery longevity is showing 3.5 years remaining. This device currently remains implanted and in service. No adverse patient effects were reported. Additional information: new information was provided which indicates that this device was explanted and replaced. No additional adverse patient effects were reported. This device is expected for return.